Event description:
This device was returned without oos documentation from biotronik representative (B)(4). Per (B)(4), this lead was explanted due to a possible lead fracture. A new corox otw 75-bp, (B)(4), was implanted on (B)(6)2010.